Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 40 mg/dl, at the time of incidence. Customer reported that they had different blood glucose level as mentioned in the report it was 58 mg/dl, 82 mg/dl, 63 mg/dl and 112 mg/dl. Customer was using auto mode. Customer declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.